Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has experienced post-traumatic stress disorder (ptsd) and has been living in fear since receiving shocks from the implantable cardioverter defibrillator (ICD) device for rapid atrial tachycardia. The patient has been seen in the emergency room twice due to anxiety attacks. The clinic additionally disclosed that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr). Changes were made to the patient's medication. The ventricular fibrillation (vf) therapies were turned off. The device remains in use. No patient complications have been reported as a result of this event.